Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. (B)(4) unknown drill bit. Device will not be returned.

Event description:
Asnis screws booked for femoral fracture in (B)(6) male. Before the case, surgeon said he would use 1x6.5mm screw with short thread and no washer, into the femoral neck. Surgeon made multiple attempts to position the guide wire and was not happy with the path the wire took so chose to use a drill to try and break the path of the wire. Drill tip broke off inside the patients femoral neck. Surgeon used a larger drill to open the cortex and get instruments inside the femoral neck to retrieve the broken drill. Surgeon then drill the cortex hole even larger to assist in guide wire positioning. I voiced concern about multiple wire paths and drilling having compromised the capacity of the screw to grip into the bone. The wire had penetrated the inferior cortex of the femoral neck numerous times. I suggested that the surgeon use a larger screw and washer, he agreed. Final screw used was 8mm with a washer, however the surgeon also chose to screw the thread across the growth plate of the femoral head. I advised that our surgical technique recommended avoiding the growth plate but surgeon was not concerned.